Event description:
Complainant alleged that during biomed testing, the device displayed a "defib pad short" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and the system board shield was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.